Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, the version guide pin for insertion of the femoral stem was used to help removed the stem after it was lodged. While extraction, the pin broke.

Manufacturer narrative:
Added: is device available for evaluation? Conclusion and justification status for MDR: examination of the returned instrument confirms the complaint; the tip is broke. A previous investigation found that it appears the root cause is attributed to misuse; appears the pin punch was used for prying. The date code indicates the instrument was manufactured in february of 2004 and is over 12 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.